Event description:
On (B)(6) 2012, the patient contacted animas to report that she had been experiencing low blood glucose (bg) for past week. The patient reported that on (B)(6) 2012 that her bg went from 157 mg/dl to 22 mg/dl. At time of low bg, patient claimed she ''passed out'' behind the wheel of the car, but she was still in a driveway. The patient reported that she is a physician and someone from her job found her and gave her glucagon. The patient claimed she responded to the glucagon and when she came to she was given glucose tablets. The patient did not recall what her bg was after receiving treatment. The patient also reported that on the evening of (B)(6) 2012 while at home she also experienced a low bg. The patient reported that all she remembers was that she was going down stairs to cook dinner and did not recall anything that occurred afterwards. The patient stated her spouse gave her glucagon after he had tested her bg and obtained reading of 40 mg/dl. The patient confirmed her bg responded and at time of call it was up to 130 mg/dl. At the time of troubleshooting, the patient confirmed the pump's date and time were correct. The patient also confirmed the pump's advanced settings such as I:c, isf and target range were programmed correctly. However, review of pump basal programs revealed that the patient had the incorrect basal program running. It was noted that the patient had two basal programs and had the wrong basal program infusing at the time of low bg. At the time of troubleshooting, it was also discovered that the patient was filling her cannula with one unit instead of 0.5 units. Animas customer support instructed the patient to fill cannula with 0.5 units for inset she was using. Customer support noted no mechanical issue found with pump while reviewing it. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Based on the information provided, it appears that the patient's alleged hypoglycemia was due to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history.